Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro power supply's plug was plugged into the power receptacle and the green light came on and off intermittently. A replacement hemopro power supply was used to complete the procedure. The hospital did not report any patient complications.